Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: gel mentor memorygel breast implant 450cc, catalog number 3504504bc, serial number (B)(4), lot number 5554543. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 450cc and experienced a rupture on the left breast implant. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 06/18/18, it was reported to mentor that the device history record (DHR) of lot number 5554543 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).